Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is based on the customer's report of "end of july". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving unspecified low readings while wearing an adc freestyle libre sensor and experiencing unspecified symptoms of "ketoacidosis". Customer was seen at a hospital where a laboratory blood glucose result of 24 mmol/l was obtained and he/she was diagnosed with hyperglycemia and administered insulin (dose/type unknown) and unspecified intravenous treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving unspecified low readings while wearing an adc freestyle libre sensor and experiencing unspecified symptoms of "ketoacidosis". Customer was seen at a hospital where a laboratory blood glucose result of 24 mmol/l was obtained and he/she was diagnosed with hyperglycemia and administered insulin (dose/type unknown) and unspecified intravenous treatment. There was no report of death or permanent injury associated with this event.